Event description:
It has been reported to us that the tip of the guide wire unraveled inside the pt. The physician inserted the guide wire into the pt and advanced forward into the vessel. The physician observed on the floroscope that the tip area of the guide wire was deformed. The physician attempted to torque the guide wire and the tip area became unraveled. The physician was able to successfully remove the guide wire without sepration. The physician replaced the guide wire with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H.3 device evaluation anticipated, but has not yet begun. This report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.